Event description:
A report was received that the patient had staphylococcal infection at the thoracic area at the extension connection incision. Symptom was drainage. The patient was referred to an infectious disease physician for care. The event was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan¿ surgical lead, 70cm. Model #: sc-2352-70, serial/lot #: (B)(4) / 1045281 description: linear¿ 3-4 lead, 70cm.

Event description:
A report was received that the patient had staphylococcal infection at the thoracic area at the extension connection incision. Symptom was drainage. The patient was referred to an infectious disease physician for care. The event was procedure related.